Manufacturer narrative:
Information was received via published literature. Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007/s00402-008-0670-2. It was reported in a journal article that three knees revealed articular surface wear on radiographs and required additional follow-up. There is no indication that the patients have been revised. The article indicates that all patients were implanted with a miller-galante ii unicondylar prosthesis. The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment of patients. Operative notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that three knees revealed articular surface wear on radiographs and required additional follow-up. There is no indication that the patients have been revised.